Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working appropriately. Upon examination, it was noted that the pump would dimple when it was pressed. Troubleshooting was attempted to no avail. Two weeks later, the patient underwent a revision surgery in which the existing pump was removed and replaced. It was also indicated that following the intervention, the patient was retrained in the usage of the ipp. There were no patient complications.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working appropriately. Upon examination, it was noted that the pump would dimple when it was pressed. Troubleshooting was attempted to no avail. Two weeks later, the patient underwent a revision surgery in which the existing pump was removed and replaced. It was also indicated that following the intervention, the patient was retrained in the usage of the ipp. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually inspected, identifying the kink resistant tubing (krt) was worn down to the filament. The pump passed the leak testing. Upon functional testing, the pump did not pass the activation test 3. Based on the information available and analysis results, the pump not passing the activation test could have caused or contributed to the reported clinical observation of the pump not working properly and dimpling; therefore, the reported allegations were confirmed. A conclusion code of cause traced to component failure was assigned to this investigation.